Event description:
A temperature alarm was reported, which did not adversely affect the customer's blood glucose level. The customer was unable to clear the alarm and resume insulin delivery. Technical support decided to replace the pump. In the meantime, the customer planned to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode. The customer was also advised to return the problematic pump using a pre-paid label within ten days.